Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown. No information has been provided to date.

Event description:
It was reported that the device would not detect syringe size. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found a crack on the right plunger case. There was evidence of the error found in the event history log. The customer reported problem was duplicated. Syringe plunger not in place was found at syringe test and the device also failed the plunger sensor test. The investigation found that q1 was broken off from the plunger board and plunger board also had been broken off from the glued. For corrective action the plunger board was replaced for physical damage. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service review identified this device has not been in for service previously.

Manufacturer narrative:
Additional information received on 10-aug-2022 via email and attached to complaint object: the reported product fault did not occur while in use with a patient. The product issue did not cause or contribute to patient or clinical injury. Approximate date of the event is (B)(6) 2022. Event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., correction: model number: 3500.